Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited a noise reversion episode due to oversensing because of lead noise. The noise could be reproduced with isometrics. The patient would be scheduled for a chest x-ray. No additional information was reported.